Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Evaluation of the actual sample confirms the reported leak. The returned sample exhibits delamination on the polyurethane (pu) potting compound at both ends of the dialyzer which was found during laboratory evaluation. The delamination in the potting ends extends underneath the silicone o-rings and compromises the seals between the polyurethane material and o-ring on both ends. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.

Event description:
A hemodialysis inpatient user facility reported during treatment an internal blood leak occurred. The leak was visually observed in the lines. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 100cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample has been requested.